Event description:
It was reported that the remaining quarter of the stent failed to open. The 80% - 90% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10.0-24 carotid monorail stent self expanding was selected for use. During the procedure, as shown in the presented video, the stent could not be fully deployed. Although the front portion of the stent was successfully deployed, the remaining quarter failed to open. The procedure was subsequently completed using an alternative device. There were no patient complications as a result of this event.

Event description:
It was reported that the remaining quarter of the stent failed to open. The 80% - 90% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10.0-24 carotid monorail stent self expanding was selected for use. During the procedure, as shown in the presented video, the stent could not be fully deployed. Although the front portion of the stent was successfully deployed, the remaining quarter failed to open. The procedure was subsequently completed using an alternative device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon receipt, the stent was found fully deployed from the delivery system, however, the stent itself was not included for evaluation. No abnormalities were observed with the stent cup or stent holder. A visual and tactile inspection of the catheter revealed a complete break in the outer sheath located approximately 30 mm distal to the main t-body. No additional issues were identified during the examination of the remainder of the catheter. Furthermore, no defects were noted upon inspection of the device tip.

Manufacturer narrative:
H6 - evaluation conclusion codes: updated. The device was returned for analysis. Upon receipt, the stent was found fully deployed from the delivery system, however, the stent itself was not included for evaluation. No abnormalities were observed with the stent cup or stent holder. A visual and tactile inspection of the catheter revealed a complete break in the outer sheath located approximately 30 mm distal to the main t-body. No additional issues were identified during the examination of the remainder of the catheter. Furthermore, no defects were noted upon inspection of the device tip.

Event description:
It was reported that the remaining quarter of the stent failed to open. The 80% - 90% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10.0-24 carotid monorail stent self expanding was selected for use. During the procedure, as shown in the presented video, the stent could not be fully deployed. Although the front portion of the stent was successfully deployed, the remaining quarter failed to open. The procedure was subsequently completed using an alternative device. There were no patient complications as a result of this event.